Manufacturer narrative:
The suspect pump was returned for evaluation. Review and evaluation of the event history log confirmed the alarm, "check clutch" occurred. The alarm could not be duplicated during pump testing. The cause of the reported alarm was not definitely determined during testing. The following was performed as preventative actions: replaced chipped and cracked top case; replaced all parts in the plunger head due to contamination; upgraded worm gear; installed missing barrel clamp head; replaced ear clip and spring for contamination; replaced battery because lmd was below 1600. After repair and recalibration, the pump was found to operate as intended. No corrective actions are planned at this time. No corrective actions are planned at this time.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch." No patient injury or adverse event was reported.